Event description:
The customer reported that the insulin was unable to prime, and the numbers were not showing on the screen while priming. The blood glucose reading was 83mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.